Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined system check with tandem technical support. No further details were given. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
B5. Tandem is not the manufacturer of the infusion set.

Event description:
Customer reported that multiple occlusion alarms occurred with infusion set. Customer declined system check with tandem technical support. No further details were given. No reported impact to the customer¿s blood glucose level.